Manufacturer narrative:
The customer reported that they had a speaker failure. No patient harm was reported as a result of this issue. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).

Event description:
The customer reported that they had a speaker failure.